Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited failure to capture and helix rotation issue. The rv lead was replaced and procedure continued with the new lead on (B)(6) 2022. No patient consequences reported.